Manufacturer narrative:
One medfusion pump was received with the top case cracked and chipped. The bottom case had seal damage. The event history log was reviewed and there was an invalid syringe size alarm. The pump was set up for flow test and the reported issue was able to be replicated. There was contamination on the size pot. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The size pot was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a syringe size error. The issue was discovered during a service check and there was no patient involvement.